Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that four blades broke during a total knee procedure. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a minor delay for the change out of blades and the procedure was completed. This report is for fourth blade that broke.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that four blades broke during a total knee procedure. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a minor delay for the change out of blades and the procedure was completed. This report is for fourth blade that broke.